Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient passed away after the implant of their implantable pulse generator (ipg) system. It was also reported the the pacemaker didn't help the patient. Attempts to obtain additional information with the patient's physicians were unsuccessful and no further information was able to be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.